Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of possible allergic reaction in a (B)(6) male pt who received super poligrip extra care with poliseal ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip extra care with poliseal gel. At an unk time after starting super poligrip extra care with poliseal, the pt experienced possible allergic reaction characterized by facial rash, facial pruritus and being unable to sleep. The pt also stated that he thinks that he has skin cancer on his face. This case was assessed as medically serious by gsk. Treatment with super poligrip extra care with poliseal was discontinued. At the time of reporting, the events were unresolved. This consumer reported a product complaint of super poligrip extra care containing little pieces of plastic inside the tube.